Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the output connector assembly is broken. Main printed circuit board (pcb) is out of specification electrical. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (egp) was returned for warranty service. No further information could be obtained. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.